Event description:
Un-reporting medwatch since not PMA approved.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.